Manufacturer narrative:
Device was investigated by fresenius and no problem was found. The machine alarmed appropriately when the alarm limits were violated. It has been demonstrated in previous studies that the venous pressure (vp) change during this event is not significant enough to create an alarm. The vp prior to the event was 280 mmhg. The pt's usual vp was 210-230. The vp alarm width selected was 100 asymmetric with 25 as the lower limit. The venous pressure reading when the dislodgement was discovered is unknown. Therefore, it could not be determined if an alarm should have occurred.